Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the central control monitor (ccm) intermittently showed colored vertical lines at boot up, and must be restarted. No other details regarding the nature of this event were provided.